Event description:
Device malfunction: stent damage and fracture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right lower extremity, damage and fracture was observed in the absolute stent. No adverse patient effect was reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned. Angiographic images were not submitted to abbott vascular for failure mode analysis and confirmation. The lot number was provided. A review of the device lot history record did not produce any findings relevant to this report. It is possible that the stent was not fractured. The fracture appearance is well explained by the open-cell design of the absolute stent, in combination with lesion characteristics. The conclusive root cause for this incident could not be determined. All stents are 100% inspected visually and dimensionally and all stents are 100% radial force tested.